Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to systemic infection. Reportedly, the patient developed streptococcal pneumonia and flu which eventually led to streptococcus septicemia. The patient was then treated with antibiotics. The patient continued to be sick so an extraction was performed. In addition, the crt-p was explanted and was reused as an external temporary device until septicemia cleared up. Moreover, the patient urgently went to the hospital due to loss of capture due to the systemic infection. There were no additional adverse patient effects reported. Subsequently, the crt-p was explanted and a new unknown temporary system was implanted in the patient groin.